Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used during a procedure performed on (B)(6) 2022. During the procedure, it was noticed that the catheter on which the balloon is mounted has failed. The balloon was attempted to be taken out; however, it was impossible to take it out as if something was stuck. There was no erector set up when the balloon was removed. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications have been reported due to this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a0401 captures the reportable event of catheter break. Block h10: investigation results the returned extractor pro rx retrieval balloon was analyzed and a visual examination found that the catheter of the device was found stretched and detached. No damages were noted to the balloon portion of the device. Microscopic inspection was performed and the catheter was found to be stretched and detached. With all the available information, boston scientific concludes the reported event of catheter break was confirmed. The catheter was stretched and detached which occurred likely due to the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care, excessive force during handling or usage, and/or forcing the device against significant resistance could induce device damages or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that the an extractor pro rx retrieval balloon was used during a procedure performed on (B)(6), 2022. During the procedure, it was noticed that the catheter on which the balloon is mounted has failed. The balloon was attempted to be taken out; however, it was impossible to take it out as if something was stuck. There was no erector set up when the balloon was removed. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications have been reported due to this event.